Event description:
During the leadless pacemaker (lp) system implant procedure, multiple attempts to maneuver the lp to the right ventricular (rv) were unsuccessful due to the small anatomy of the patient. Following the attempts to implant, the patient began experiencing cardiac arrest which resulted in a need to perform a cardiac massage. The lp was removed and the physician elected to implant a non-abbott lp. The patient continued to experience cardiac arrests and upon removal of the non-abbott lp the blood pressure decreased. An echocardiogram revealed a cardiac tamponade which indicated a perforation of the atrial appendage. A pericardiocentesis was performed to aspirate excess fluid around the heart, however it was unsuccessful, and the patient continued to have cardiac arrests. The patient passed away. The perforation was observed while attempting to implant the non-abbott lp, however, the healthcare provider was unsure when or which product caused the perforation and subsequent death.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.